Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded at the distributor and was not returned. The provided photos of the proximal side of the fractured sion guide wire showed that the outer coil was stretched at the distal fracture end. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information with images, results of lot history records review, and referring to known similar event, it was presumed that torsion and/or tension generated with wire manipulation might have been locally applied on the tip of the sion guide wire while the wire tip was caught by the occlusive lesion. Consequently, the wire tip was separated. Although it was concluded that this event was not attributed to product quality, additional treatment by stenting against the wire fragment was considered an adverse patient effect. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi sion guide wire had fractured during a percutaneous coronary intervention (pci) for diffuse lesions in the proximal-mid right coronary artery (rca), with near-total occlusion at the most severe site. The ostium of the acute marginal branch was almost completely occluded. A terumo runthrough guide wire was inserted into the rca and then delivered to the distal posterior descending branch. An attempt was made to advance the sion guide wire to the acute marginal branch, but was unsuccessful. The sion guide wire was then advanced to the left ventricular posterior branch. After pre-dilation of the proximal and middle right coronary lesion using an abbott mini trek balloon catheter, the sion guidewire was advanced into the proximal acute marginal branch. The patient then suddenly developed chest tightness and dyspnea, suspected to be contrast agent allergy. Dexamethasone 10mg IV and morphine 3mg IV were administered immediately. The sion guide wire was easily withdrawn. Subsequent angiography revealed that the tip of the sion guide wire was entangled and had broken off. The separated wire tip remained from the proximal obtuse marginal branch to the mid rca. Two microport firebird drug-eluting stents were then deployed against the lesion in the proximal-mid rca, followed by post-dilation using an abbott nc trek balloon catheter. The patient's symptoms of chest tightness and dyspnea were significantly relieved. Angiography showed restricted blood flow in the acute marginal branch. Attempts were made to wire the acute marginal branch with a boston scientific pt2 guide wire and then an abbott pilot 200 guide wire, followed by pre-dilation of the ostium of the obtuse marginal branch. Angiography indicated that blood flow in the acute marginal branch remained restricted, suggesting the guidewire was in the subintimal space. The possibility of the guidewire re-entering the true lumen was considered low. Another post-dilation was performed within the stent and the procedure was ended. It was informed that there were no adverse patient effects associated with this event. The patient was stable with stable vital signs and discharged after the procedure.